Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in poor condition. The left plunger case was damaged and the bottom case was cracked. The motor rate error could not be duplicated. After checking alarm history, the failure mode of check clutch/plunger error was found to be caused by the customer's improper release of the clutch during an infusion. The root cause is a result of the customer/user interfacing with the product in a manner inconsistent with the information for use (IFU).

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported